Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the lens display scratched, and the downstream sensor and upstream sensor seal were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing found the mcu board was inoperable which was the most probably root cause of the error code and clock battery due. The mcu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 1260 error code and the clock battery needed replaced. The event occurred during testing and was not related to physical damage or abuse. It was unknown if there was delay in therapy. There was no patient involvement and no patient harm reported.